Event description:
Provider went to adjust the needle, but the savi deployed on its own into the patient's breast tissue. Device was in the locked position when the savi was deployed. Additional supplies required to finish procedure.